Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating that the patient had a lead revision done today and the physician wants to do a post op MRI scan. Caller noted impedances were run and looked good.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for parkinson¿s dual, movement disorders. It was reported that the tightening on the left side of the body had also occurred about a year ago as well. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep reporting that the cause of the tightening and shocking sensation was not determined. Actions/interventions included the revision of the right brain lead on (B)(6) 2019. Intraoperative impedances were all normal. The tightening and shocking sensation have been resolved. This information was confirmed with the physician.